Event description:
It was reported via remote monitor transmission that the right ventricular (rv) lead was exhibiting intermittent t-wave oversensing (twos). The lead was left in use with the twos discriminator on. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2011; 4195 implantable pacing lead, (B)(6) 2011. (B)(4).